Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (route, frequency and dose not reported) and injection ceftazidime 1 gram, loading dose (route not reported) for the event of peritonitis. On an unreported date five days later, the patient was treated with injection vancomycin 1 gram (dose, route, frequency and duration not reported) and injection ceftazidime, every nightly exchange (dose and duration not reported) as a treatment for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.